Event description:
Major pump unit(s) involved: blood pump.additional text: red heart alarms, pump nearing end of life.specific component(s) involved: pump drive unit malfunction.additional text: red heart alarms/no bearing ware/water contamination.causative or contributing factor: no specific contributing cause identified.intervention(s): other interventions.other intervention : admit for monitoring.implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: pump drive unit malfunction.